Event description:
The customer reported that after four days of use, the pilot balloon deflated. It was tested prior to use. The patient was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.